Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Pump was received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, force sensor, motor and vibrator assembly noted. However, a cracked u6 component on the pcba 2 was noted. Force sensor zero offset within specification (24.30 mv). A test case was used, installed the original pcba 1, pcba 2, internal battery and motor. Using the battery simulator, the pump was still unable to power up. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. A working test pcba 2 was re-used with the original pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no blank display noted while using a test pcba 2. Blank display was confirmed due to a cracked u6 component on the pcba 2. The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs/dka. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to a cracked u6 component on the pcba 2. Battery cap contacts missing/damaged was also confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer experienced symptoms like feeling sick/unwell, tired/weak, body aches, nauseous, threw up, felt bad, and dehydration at the time of event. The customer blood glucose value was 679 mg/dl. The customer visited the emergency room and was admitted to the hospital. The customer was treated with insulin drip. The event involved product mmt-399a, mmt-1880, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. No further patient complications were reported. No product return was required for mmt-399a, mmt-1880, mmt-332a.